Manufacturer narrative:
Device 3 of 3: cev647b5 (lot # 201111mf1) - manufacturing date: november 2011. Device 2 of 3: cev669e (lot # 201111mf3) - manufacturing date: november 2011. Device 1: cev625h (lot # 201111mf2) was evaluated and indicated that the insert was twisted. The ceramic washers were broken and the pin was pushed out. Device 3: cev647b5 (lot # 201111mf1) was evaluated and indicated that the instrument's sheathing was damaged. Device 2: cev669e was evaluated and no fault was found. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).

Event description:
Three devices (part # cev625h, cev669e and cev647b5) were returned to mxi service and repair.